Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hypoglycemia as well as hyperglycemia. The customer¿s blood glucose level was 50 mg/dl. The customer was treated with insulin pump for high blood glucose level and glucose for low blood glucose level. Customer did not receive a sensor updating or sensor glucose value not available alert. Customer did not receive a calibration not accepted alert. Customer did receive a change sensor alert. Customer was not like to continue troubleshooting. The sensor will be returned for analysis and the insulin pump will not be returned for analysis. Concomitant medical products: frn-unk- rsvr, unomed inf set, ozp-mmt-7020a¿snsr.